Event description:
Co rec'd a letter from this surgeon who mentioned revising an "lcs-ps" pt who had developed a hematoma on the left knee. This pt has bilateral "lcs-ps" knees and the right side has not caused any problems.